Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a frozen screen from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was no response from any button. The customer stated that the time clock did not change. The customer removed the battery for 5 minutes and inserted new battery and no alarm occurred. The customer stated that the buttons were okay.